Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this left ventricular (lv) lead was part of a system revision due to infection. Also, the lv lead broke during extraction. The lv lead was explanted. There were no additional adverse effects reported.